Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection of the incision line post implant procedure on (B)(6) 2018. The pulse generator and two leads were explanted. The patient continued antibiotic therapy post procedure and was stable pre, during, and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.